Manufacturer narrative:
Correction of field a4: weight. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of incontinence is a known risk associated with these devices as indicated in the instructions for use. The IFU product p120 IFU also states: as with conventional surgery, the possibility of complications and adverse events, such as chills, fever, edema, hemorrhage, inflammation, tissue necrosis, or infection may occur following treatment. In extreme cases, death may occur due to procedural complications, concurrent illness, or laser application. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that post procedure, after the 30 day follow up, it is indicated that the patient experienced incontinence. Additional information informed the adverse event was not serious, and that is it possible it is related to the device and probable that it is related to the procedure. The en-bloc technique was used and bladder neck preservation was performed.

Event description:
It was reported that post an enucleation of the prostate procedure, after the 30 day follow up, it is indicated that the patient experienced incontinence. No further information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that post procedure, after the 30 day follow up, it is indicated that the patient experienced incontinence. Additional information informed the adverse event was not serious, and that is it possible it is related to the device and probable that it is related to the procedure. The en-bloc technique was used and bladder neck preservation was performed.

Manufacturer narrative:
Correction to field d1: brand name. Correction to field d4: model number, lot number, catalog number, expiration date, (root parent) gtin, (root parent) unique identifier (UDI) #, unique identifier (UDI) # correction to field h8: usage of device.